Event description:
In 2008, the patient reported that the plunger of the insulin cartridge became stuck to the piston rod of the infusion device. This caused 20 units of insulin to spill into the cartridge compartment. The patient dried the cartridge compartment with a cotton swab. She was instructed how to remove the plunger from the piston rod but was unsuccessful after several attempts. She stated that she had attempted to use a finger nail file to remove the plunger from the piston rod. She was educated on the proper technique for removing the insulin cartridge from the infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.